Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, a dark image occurred. However, air ingress was observed during the preparatory flush. The procedure was completed with another of the same device. There were no patient complications.